Event description:
It was reported that customer was not able to remove battery cap. Customer attempted to unsuccessfully remove battery cap with screw driver and quarter. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
The insulin pump was received with a stripped battery cap coin slot, a cracked case at the display window corners, cracked battery tube threads, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.